Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak and endoprosthesis: improper component placement.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that when the physician attempted to deploy a gore® excluder® trunk-ipsilateral leg endoprosthesis, the left internal iliac artery was unintentionally covered by the endoprosthesis. But no treatment was performed to treat the obstruction of the left internal iliac artery. It was reported that the physician was unable to cannulate the contralateral gate due to a narrow lumen of the contralateral gate. After multiple attempts, cannulation was abandoned. The right external iliac artery and the right internal iliac artery were ligated to perform an unplanned aorto-uni-iliac (aui) with femoral-femoral bypass. A stent graft (non-gore device, endurant ii) was implanted inside the trunk ipsilateral leg endoprosthesis as to not obstruct the contralateral leg. The patient tolerated the procedure.

Manufacturer narrative:
B5 correction "a stent graft (non-gore device, endurant ii) was implanted inside the trunk ipsilateral leg endoprosthesis as to obstruct the contralateral leg."

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that when the physician attempted to deploy a gore® excluder® trunk-ipsilateral leg endoprosthesis, the left internal iliac artery was unintentionally covered by the endoprosthesis. But no treatment was performed to treat the obstruction of the left internal iliac artery. It was reported that the physician was unable to cannulate the contralateral gate due to a narrow lumen of the contralateral gate. After multiple attempts, cannulation was abandoned. The right external iliac artery and the right internal iliac artery were ligated to perform an unplanned aorto-uni-iliac (aui) with femoral-femoral bypass. A stent graft (non-gore device, endurant ii) was implanted inside the trunk ipsilateral leg endoprosthesis as to obstruct the contralateral leg.